Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. A follow up report will be submitted when the evaluation results become available.

Manufacturer narrative:
(B)(4). One used transfer set was received with no cap on spike and no cap on patient connector in reference to leak. The transfer set was tested underwater with leak noted from hole/cut approximately 1 5/8' from sleeve in closed position. The complaint was confirmed in the lab. A batch review was not performed as lot information was not known. Based on the information gathered during baxter's investigation, the root cause of this report was not determined. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A nurse reported a leak was found from the tubing of a transfer set. The transfer set had been used for 30 days. There was no report of patient injury or medical intervention.